Event description:
It was reported that during a vats right upper lobectomy procedure, the staples were malformed at the 2nd firing when it was used on the lung. The target tissue was regular. The cartridge was green. There was no unexpected resistance in closing and firing. There was no unexpected noise. The device was not fired across an existing staple line. The deployed staples were lumbricoid shape. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one pce45a device was returned in good visual condition and with one ecr45g cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A batch/lot record review was performed and the batch met all final acceptance criteria.